Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. The company representative explained via telephone that the expired message could occur due to the patient's mean arterial pressure (map) at the time of attempted calibration being below 65. The company representative also explained this could be overridden by hitting zero key while pumping forcing a calibration. It has been reported by the customer that there was no issue with the iabp. The iabp is being used by the customer for clinical service. It was also reported that the customer could not and would not provide the serial number.

Event description:
The customer has reported that, while in use on a post operative patient, the cs300 intra-aortic balloon pump (iabp) was unable to calibrate due to the "fiber optic calibration expired" message alarm. The customer switched over to a standard transducer. No adverse event was reported.